Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the tip clamp, plunger clamp, and lld contact spring in the problem area needed to be replaced. All were replaced. The instrument was tested without further problem and returned to service.